Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included endometriosis, multigravida and parity 2. Previously administered products included for birth control: nuvaring from 2008 to 2009 and iud in 2008. Concurrent conditions included breast pain since 2010 and mood swings. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches"), menorrhagia ("heavy bleeding during periods"), dyspareunia ("painful intercourse") and weight decreased ("weight loss"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("pain/ whole body pain"), hypersensitivity ("allergic reaction") and tooth disorder ("dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). The patient was treated with topiramate (topamax), surgery ((B)(6) 2016, partial salpingectomy) and surgery (extraction of the essure devices bilaterally in (B)(6) 2010, within 3 weeks after insertion). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, back pain, menorrhagia, dyspareunia, weight decreased, pain, hypersensitivity, rash, tooth disorder and skin disorder outcome was unknown and the pelvic pain and migraine had resolved. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pain, pelvic pain, rash, skin disorder, tooth disorder and weight decreased to be related to essure. The reporter commented: patient's left side without difficulty seven coils were noted to be present into the uterine cavity quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical record received. New reporters added and case changed to medically confirmed. Historical drug and concomitant conditions were added. New events rashes or skin conditions, perforation (fallopian tubes), dental problems, did you undergo an essure confirmation test: no were added. Previously reported pain nos was changed to whole body pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included endometriosis, multigravida and parity 2. Previously administered products included for birth control: nuvaring from 2008 to 2009 and iud in 2008. Concurrent conditions included breast pain since 2010 and mood swings. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), migraine ("migraine headaches"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), menorrhagia ("heavy bleeding during periods") and dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), pain ("pain/ whole body pain") and hypersensitivity ("allergic reaction"). In 2013, the patient experienced headache ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), skin disorder ("rashes or skin conditions") and rash ("rashes or skin conditions"). The patient was treated with topiramate (topamax), surgery ((B)(6) 2016, partial salpingectomy) and surgery (extraction of the essure devices bilaterally in (B)(6) 2010, within 3 weeks after insertion). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, weight decreased, skin disorder, tooth disorder, headache, pain, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, dyspareunia, hypersensitivity and rash outcome was unknown and the pelvic pain and migraine had resolved. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient's left side without difficulty seven coils were noted to be present into the uterine cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding & headaches were added. Concomitant & historical drugs conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches"), menorrhagia ("heavy bleeding during periods"), dyspareunia ("painful intercourse") and weight decreased ("weight loss"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (extraction of the essure devices bilaterally in (B)(6) 2010, within 3 weeks after insertion). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, migraine, menorrhagia, dyspareunia, weight decreased, pain and hypersensitivity outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, back pain, migraine, menorrhagia, dyspareunia, weight decreased, pain and hypersensitivity to be related to essure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (interpreted as genital bleeding) starting soon after the insertion. The devices were removed within 3 weeks after insertion. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (interpreted as genital bleeding) starting soon after the insertion. The devices were removed within 3 weeks after insertion. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.